Manufacturer narrative:
This report is submitted on june 29, 2021.

Event description:
Per the clinic, the patient experienced a skin overgrowth on the abutment. The abutment was removed on (B)(6) 2021 under general anaesthetic and a new longer abutment was placed.